Event description:
A multicenter retrospective analysis of 847 pts receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, unilateral lumbar root decompression. In 1999, the pt underwent a primary right l4-l5 spinal root decompression. Nine days later, the pt presented with recurrent neuropathic pain (radicular). The investigator noted the event as moderate in intensity. The physician prescribed pain management with injections of neurontin and narcotics. Surgical revision was prescribed. The condition was reported as continuing with treatment when the pt was last seen 3/00. The investigator noted this event as possibly related to the administration of adcon-l. The investigator noted surgical complication as a possible cause for the event.